Event description:
Nursing personnel discovered extension tube from wall oxygen connected to IV port. Resuscitation attempted. Pt died. Rptr suggests color coding of oxygen and IV tubing and that they be made incompatible in size. (Also see 4001158).